Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 105mg/dl. The customer's levels had been as high as 400mg/dl. The customer states there were some cracks on the screen but did not wish to replace the pump. The customer did not feel well at the time to troubleshoot for the highs. The customer would be calling back at a later time.